Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a balloon in pumping segment during medication administration. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed. Visual inspection showed a ballooned segment at the top of the silicone segment. Functional testing was not able to replicate any ballooning with the received set. The root cause of the customer¿s report could not be determined.

Event description:
The customer reported a balloon in pumping segment during medication administration. There was no report of patient harm.

Event description:
The customer reported a balloon in pumping segment during medication administration. There was no report of patient harm.